Event description:
It was reported that during a prolapsed hemorrhoidectomy procedure, not all of the clips closed; 4 were found still open and 1 half closed. The surgeon sutured manually to complete the procedure. There was no pt consequence.